Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels

Manufacturer narrative:
The pump was not returned to animas for eval. If the pump is returned, animas will conduct an eval and a supplemental report will be filed. The pt is working with health care professionals to adjust his basal settings and contacted animas for assistance in editing his settings. No conclusions can be made at this time.